Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. Device remains implanted.

Event description:
The patient was initially implanted with a afx2 bifurcated stent graft and a vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately three (3) years post initial implant, an endoleak of indeterminate origin was reported. An intervention was completed. The physician elected to re-line the original implanted stent grafts graft with an afx2 bifurcated stent graft and an afx vela suprarenal. The patient was reported as doing fine post intervention.

Event description:
The patient was initially implanted with a afx2 bifurcated stent graft and a vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately three (3) years post initial implant, an endoleak of indeterminate origin was reported. An intervention was completed. The physician elected to re-line the original implanted stent grafts graft with an afx2 bifurcated stent graft and an afx vela suprarenal. The patient was reported as doing fine post intervention. Additional information: patient presented to ER on (B)(6) 2021 with difficulty breathing, acute respiratory failure 12 days post the secondary endovascular procedure and expired on (B)(6) 2021.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the endoleak (indeterminate origin) event is unconfirmed due to a lack of the relevant medical information. This is not consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest patient presented to ER on (B)(6) 2021 with difficulty breathing, acute respiratory failure 12 days post the secondary endovascular procedure and expired on (B)(6) 2021. These findings were discovered during an examination of the discharge summary. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.